Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative regarding the patient. It was reported that it was unknown what patient's weight was at the time of the event and it was unknown if the infection had cleared.

Manufacturer narrative:
Analysis of the ins (B)(4) found the stimulation ins was not the same as a new ins. Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. {<(><<)>(><(><<)><(> <<)>)>comments1>} {<(><<)>(> <(><<)><(><<)>)>comments2>} the information obtained from the ins upon receipt indicated the device had reached eos (end of service). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up  report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for spinal pain. It was reported there was a premature battery depletion. The ins was implanted about 6 months ago and was at eri (early replacement indicator). Patient reported using amplitudes of 4.5-6.0 volts. The patient had soreness and redness at the ins site where infection was found during surgery and the ins was unreadable. The patient has not reported falls or extreme physical activities. The surgery had been scheduled for replacement, but patient presented with infection in ins pocket site. A routine ins replacement surgery took place and during initial pocket incision fluid rushed out of patient. Patient pocket was cultured and presented with infection. Physician thoroughly washed and cleaned pocket and closed. Patient will be closely monitored and will receive replacement ipg at later date if infection resolves. Physician and patient were concerned that the ins depleted so rapidly from its initial placement. The rep was not certain whether the infection resolved after explant. No further complications were reported or are anticipated.